Event description:
The identified device was originally implanted as an investigational device under ide study #g870013 and was not available for domestic commercial distribution. The device was reported as surgically revised after an implantation period of (75) months. The revision surgery was performed 3/21/96. Reportedly, radiographs taken approx. (14) months prior to the referenced revision surgery showed evidence of osteolysis in the acetabular cavity. At the revision surgery, the physician reported the acetabular component was observed loose and osteolysis was present in both the acetabulum and proximal femoral area. The acetabular component, its modular polyethylene bearing insert and the femoral hip stem's modular bearing head were replaced while, bone grafting was also performed.